Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2013, it was reported to animas that the up, down and ok keypad buttons had to be pressed hard to get them to respond. The reporter stated the keypad cover lifted off the buttons and the undersides of buttons were exposed. The reporter denied use of pump in water. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.